Event description:
This ceramic on metal hip replacement proved to be defective and caused scoring to the ceramic ball and corrosive materials entering my body due to rusting of the metal cup portion.